Manufacturer narrative:
As of 09/12/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 08/08/2023, the consumer stated that the product caused an allergic reaction to the adhesive. On the completed cir received from the consumer on (B)(6) 2023, she states that she went back to the surgeon's office because she has medication allergies and would like to ask what medication she can use for the reaction that the product caused her.